Event description:
A balloon ruptured on the second inflation during a specified femoral angioplasty. Results were satisfactory and the procedure was completed successfully without pt complications. The device has not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluation the product, co cannot determine the exact cause for this event.